Manufacturer narrative:
The reported complaint of the solex 7 catheter leak was confirmed. The leak was observed at kinked part of the catheter shaft (2nd loop) during pressure leak test. Based on the reported low saline fluid leak from the catheter, it is likely that the damage to the catheter shaft occurred during the catheter placement as a result of unintended user error. Visual examination of the returned catheter was performed, and it was observed with a blood residue on the serpentine balloon and on proximal and medial luered tubings, in addition, the catheter shaft was kinked at 2.5cm from the tip (2nd loop of the serpentine balloon). Functional leak test of the returned catheter was performed. The distal luered tubing was unable to flush due to the kink on the shaft and proximal and medial luered tubings were unable to flush due to blood clog. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a leak was observed at the kinked shaft, 2nd loop of the serpentine balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings determined that the probable cause of the reported issue was due to a user error. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for information related to the catheter leak and there was no previous history of complaints reported for solex 7 catheter with lot number 98547.

Event description:
Approximately after 2 days of ivtm treatment, the patient was maintained at normothermia when the thermogard console generated an air trap alarm. No saline fluid was noted on the patient's bed or under the console. The catheter leak was suspected. The customer was informed that the patient received about 250ml of normal saline fluid though catheter infusion and zoll's recommendation would be to exchange or remove the catheter. The physician elected to keep the catheter with the suspected leak and just replaced the saline bag. The user was advised by the zoll representative to mark the fluid level on the saline bag and monitor the saline volume. Three days later, per reporter, the saline bag lost some of the volume. The customer was notified by zoll representative one more time to exchange or remove the catheter. Despite the zoll representative's recommendation, the customer placed the thermogard console in standby mode and replaced another saline bag. Two days later, the zoll representative visited the customer site and noticed the user was ready to remove the catheter and the patient's temperature had been maintained very precisely over the entire course of therapy. No consequences or impact to patient was reported.